Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 400 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 21 and deactivation occurred at pulse 31. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were present in the download data. The device was reset, connected to a pdm and delivered a 5-unit bolus. Rotational sensor errors were present in the reset data. Horizontal score marks were not observed on the commutator cap indicating a poor/no continuity between the commutator cap and rotational sensor springs though the pulse count for the original download data and reset run were limited. The ratchet gear was manually rotated several times and upon re-inspection of the commutator cap, light score marks were observed but it was less visible on the commutator cap fingers. Inspection of the rotational sensor springs found debris at the bottom of the chassis common spring and on the top of the processor connected spring. While the rotational sensor errors resulted in the device not running enough pulses to deploy the device, the exact cause of those errors could not be determined.